Event description:
It was reported via repair work order that the nurse call wasn't functioning due to a shorted cable. It was further reported that the fowler dropped due to a faulty gas spring cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the nurse call wasn't functioning due to a shorted cable and the fowler dropped due to a faulty gas spring cylinder. Customer to perform own repairs. Customer performed evaluation.

Event description:
It was reported via repair work order that the nurse call wasn't functioning due to a shorted cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.